Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was not detecting the correct power source. This power fault resulted in the device generating an audible alarm that notified the user of the malfunction. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported power fault was confirmed. The investigation determined that the device fault was due to an electronic component failure of the ac main power connector. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).